Event description:
Customer reported going in a hot tub with the insulin pump still connected. Customer's blood glucose was 86 mg/dl. She stated that her doctor had told her the insulin pump could be exposed to water for ten to fifteen minutes. The device passed the self test. Customer stated the device seems to be working fine. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.